Manufacturer narrative:
A remote support engineer (rse) talked to the customer and confirmed a speaker malfunction error was displaced and no sound as coming from the device. The rse arranged for a quote for a replacement speaker assembly to be sent to the customer. Based on the information available, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided with a quote for a replacement device. The quote expired and the customer did not order a replacement speaker assembly. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6). E1: reporter phone# :(B)(6).

Event description:
It was reported the device displays a speaker malfunction error message and there was no sound coming from the device. The device was not in use on a patient. There was no report of patient or user harm.